Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed 0 units despite the cartridge still having insulin. Customer reported blood glucose level was 204 (mg/dl). Review of pump history during troubleshooting with tandem technical support showed that the pump unexpectedly reset and the no longer recognized the cartridge. In addition, after loading new cartridge onto the pump the fill estimate was inaccurate after loading the cartridge with 300 units. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.